Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.(B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal separated from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: model/lot #, device available for evaluation?, date received by MFR., if ind, give protocol number, if follow-up, what type?, device evaluated by MFR?, device manufacture date, evaluation codes, additional MFR narrative. (B)(4) a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device was not returned. The seal and tension spring assembly remained inside the loading device. No cracks or damage was observed to the seal. Measurements of the delivery tube we unable to be taken. The position of the plunger and the state of the lock could not be evaluated. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed .

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal separated from the delivery tube. A replacement device was used to complete the procedure. The hospital did not report any patient effects.